Manufacturer narrative:
(B)(4). Date sent: 10/26/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon fire the linear stapler to tissue, they found the reload stapler formation in the distal part was failure; leading to leakage. Then they use the same reload immediately to control the leak. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2016. Batch # j5k171. The analysis results showed that the xr60b cartridge received with no apparent damage. The reload was returned void of staples. No functional test was performed due the condition of the cartridge. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.